Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that a communication problem was reported. It was further noted that during troubleshooting the patient did try using the programmer after replacing the batteries, but they only got a poor communication screen. It was noted the last time any stimulation was felt was 2-6 months ago. It was further noted the last successful recharging session was 2-6 months ago, but the patient clarified at least 4-5 months. The reporter stated they had always had difficulty recharging since implant. The reporter further stated their body was in even worse shape so it was even more challenging to try to recharge. Additional information received reported the patient saw their healthcare professional (hcp) and they recommended the patient contact a manufacturing representative to check their ins. Additional information received reported the manufacturing representative would contact the patient. Additional information received reported that the battery did not recover from overdischarge and that the patient was not receiving stimulation therapy at the time of the report. It was noted that the patient had been non-compliant with recharging and that the device was 7 years old. It was noted that the patient would be replaced with a non-rechargeable device. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 377860, lot# v002107, implanted: (B)(6) 2006, product type: lead. (B)(4).